Event description:
Provider states the 4-way valve is leaking. Per independent repair center statement, the unit was alarming or red light. The key failure was the 4-way valve, which had to be replaced. Additional malfunctions were the sieve bed being saturated and dusted, filter kit having dirty filters.